Manufacturer narrative:
(B) (4) ((B) (4)). As reported by sales rep. "Tried to get it (product) but everything was thrown away." As stated by sales rep, "product was thrown away" none.

Event description:
Sales rep reported on complaint form, "physician was removing a 19 yr old (B) (4) lead from the rv with a 13f evolution. The evolution had advanced to almost the tip of the lead when the pt's pressure began to drop. Surgeon was in the room on stand-by and was able to stop the bleeding. The surgeon reported a 3mm laceration in the anterior lateral portion of the svc." Sales rep reported on complaint form, pt was doing well later that night."